Event description:
It was observed that during the device evaluation, the colonovideoscope had remnants of crystallized contamination within the auxiliary channel. The issue occurred during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted. In addition, the following non-reportable malfunctions were found during the device evaluation: the angulation cable snapped; down angle was inoperative. Light cover glasses were cracked. Distal end adhesive was worn. A/w (air, water) housing was discolored, and a worn ring. Control body side cover was leaking. The switch head was leaking. The lg (light guide) tube was delaminated. The up, left, and right angle did not meet specifications. Failed electrical safety test. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Related complaint identifier: (B)(4) based on the results of the investigation, it was not possible to identify when the foreign material had been attached to the scope. A definitive root cause could not be established. Olympus will continue to monitor field performance for this device.